Manufacturer narrative:
H6: investigation summary: bd received two samples submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd was not able to determine the root cause of the failure since there are multiple processes that could have contributed to discoloration and no specific process was determined to be the cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was not assessed within our documentation and an update request to add the failure has been submitted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore was discolored. This occurred on 2 occasions. The following information was provided by the initial reporter: the position of the joint is yellow for the diaphragm plug.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore was discolored. This occurred on 2 occasions. The following information was provided by the initial reporter: the position of the joint is yellow for the diaphragm plug.